Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had loss of capture with no asystole. The device was explanted and replaced, and the lead was surgically capped and replaced. There were no surgical observations that were able to help give a root cause for the issue. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.